Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device locked down on an ureter and would not open. The tissue was cut away to remove the device. It is unknown how the procedure was completed. No patient impact was reported. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). (B)(4). Device fired through lockout the analysis results found that the device was received in good visual condition. When testing the device for functionality, it was noted to be empty and the lockout was fired through. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. A batch record review was performed and no anomalies were found during the manufacturing process.